Event description:
The patient was on the ventilator when it suddenly made a high pitched noise and stopped ventilating the patient. The nurses manually bagged the patient while another ventilator was set up. The patient was not harmed. The machine was inspected by our biomed department and it was determined that the ventilator continued to function but the display went blank. This was reported to the manufacturer, who indicated that this is a hardware failure of the bdu cpu board. The unit was a rental and was returned to the rental company.